Event description:
The customer reported the evis exera iii xenon light source emergency lamp is lit when the main lamp is on. The device automatically switches to standby when connected to the scope. In addition, the picture shows a yellowish tint, and a small light keeps blinking on the processor. The event occurred during a diagnostic procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were not confirmed. However, poor connection on the socket slider switch causing intermittent use of high intensity mode, noisy fan, and heavy dust accumulated on the fan were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image becoming a yellow shade in the state of the stand-by mode could not be identified, nor could the phenomenon be confirmed/reproduced. A definitive root cause of the heavy dust accumulation on the fan could not be identified, however, it¿s likely the cause of the yellow shade in the state of the stand-by mode is related to the large accumulation of dust on the fan, weak operation of the fan, and the inadequate heat compound on the main lamp. Olympus will continue to monitor field performance for this device.